Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient removed her sensor and noticed a black hole with a scab and pus at the needle puncture site. She cleaned the area with peroxide and alcohol and applied a bandage, but the condition did not improve and the swelling/inflammation spread beyond the patch perimeter. There was no report that the symptoms spread past the arm insertion region. On (B)(6) 2026, she went to an urgent care clinic, where she was assessed and diagnosed with cellulitis and reported additional symptoms of redness, pain, and warmth at the site. She was prescribed an oral antibiotic medication (clindamycin unknown dosage, three times daily for an unknown duration), and she began treatment on the same day. On (B)(6) 2026, dexcom technical support contacted the patient, but the patient stated that she was heading to the hospital for a follow up evaluation and further testing. On (B)(6) 2026, tech support followed up with the patient regarding her condition. The patient reported that she had been admitted to the hospital on (B)(6) 2026, for cellulitis treatment. During her stay, she received IV antibiotics, including vancomycin and another unspecified antibiotic medication. No tests were conducted, and no additional hospitalization details were provided. On (B)(6) 2026, after discharge, she was prescribed two oral antibiotics¿doxycycline and another unspecified medication¿to be taken every 12 hours. At the time of the follow up report, she continued taking the oral antibiotics and was still bandaging the affected area. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).